Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 1822565-2016-00971. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was implanted with a tibial component that the surgeon dropped on the floor. The surgeon had the implant in liquid disinfectant while the patient was still under anesthesia. There was not another component available.

Manufacturer narrative:
Device was not returned with complaint for investigation since the product remains implanted; therefore, the condition of the device is unknown. Without a device for exam, neither visual nor dimensional analysis are possible. The device history records for the tibial component part and lot numbers were reviewed and found no deviations or anomalies that would be expected to cause or contribute to the reported event. This device is used for treatment. A complaint history search identified no other complaint for the product part and lot combination of the tibial component. The information provided does not indicate that there was any issue with either the package or the tibial component themselves. This tibial component was implanted after full cycle steam sterilization with biological and soak in antibiotic solution. However, the package insert of the tibial component instructs to not resterilize components containing polymethyl methacrylate (pmma) for use if an inadvertent loss of sterility occurs while preparing for surgery. Therefore, possible misuse is considered as the root cause.